Event description:
Report received from (B)(6) states: "bubbles during surgery. No pt impact."

Manufacturer narrative:
The device is not available for eval. Sterilization and lot history records were reviewed and no exceptions were found.